Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was also collected from the device and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Concomitant product(s): 694965 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.